Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0llhm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported sudden pelvic floor pain and multiple urinary tract infections (uti) with their second device, so stimulation was turned off. The patient alleged that the device being on was the cause of the issues. The device reportedly never underwent reprogramming or changes to therapy parameters. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.